Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Patient was revised to address disengagement of the metal from poly. It was reported that the patient fell.

Manufacturer narrative:
The device associated with this report was not returned. Examination of provided photographs confirmed the metal component has disassociated from the polyethylene component. Review of the device history records did not reveal any manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not draw any conclusions about the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.